Event description:
Customer reported an ac voltage missing error displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the calibration files. System operates as intended.